Event description:
Tubing connected to pt's PICC line caught on chair with mild tug on tubing (per rn). Tubing disconnected from non luer lock part of adapter. IV fluids running via tubing. After disconnection the PICC line did not work.